Event description:
Mediport implanted in left subclavian for chemotherapy treatment. Most recent chemo instillation caused pain and numbness in left shoulder. Mediport was found to have a fracture which surgeon felt was from impingement between clavicle and rib, although this could not be verified. Mediport was removed approximately 9 months after it was implanted and a new mediport implanted.======================manufacturer response for bard powerport, (brand not provided) (per site reporter).======================I have contacted the manufacturer and I am awaiting a response.what was the original intended procedure?mediport explant with new mediport insertion.device #1is this a laboratory device or laboratory test?no.